Manufacturer narrative:
Block d2b: nhl, pjs. Analysis of the returned ipg revealed the device was in the end of service state. Data log analysis revealed an average energy use index (eui) of 46.7. Therefore, the calculated theoretical battery lifetime at this eui is 8 months and 4 days. The ipg was in use for 8 months and 27.5 days.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation. It was noted the primary cell implantable pulse generator (ipg) depleted after approximately ten months of service. Additional information received that the patient underwent a revision procedure wherein the ipg was replaced. The patient did weel postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of stimulation. It was noted the primary cell implantable pulse generator (ipg) depleted after approximately ten months of service.